Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). Pt said they didn't think the implant was active now. Patient representative (pt rep) said the implant was vibrating a little bit, but now when they touch the implant, they can't feel anything. The issue was not resolved through troubleshooting. The pt was redirected totheir healthcare provider (hcp) to further address the issue. Pt had an appointment scheduled with their hcp for August 3rd. Pt rep asked if a manufacturer representative (rep) could be at the appointment. Agent reviewed that the hcp needed to invite the representative to the appointment. Pt was in Group A, and when their pt rep changed the group to B, pt said they could feel the stimulation; Agent wasn't sure if patient got the pain relief they needed since they didn't respond to questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.